Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level 532mg/dl and high levels of ketones considered to be dangerous. A manual injection was administered to address the bg level. Recommendation was made to consult with their health care provider to discuss diabetes management. After delivering the manual injection, the customer's bg level returned to target range and tested negative for ketones. An infusion set change was performed and insulin deliveries were resumed via the pump.